Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 4. The technical service representative (tsr) advised se 2240 indicates a large amount of air has entered setup. The rn stated that the home patient (hp) left the final line clamp open. The tsr explained that any tubing that was not being used should be closed. The rn stated the hp was not near the machine at the time of the call. The tsr explained that when the hp turns on the hc when she goes home, the hc should alarm with a se 2367. The tsr advised the hp to call baxter or cycle the power to clear the alarm. The tsr reviewed proper procedures per the user manual with the rn. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable due to an open clamp on an unused supply line. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.